Manufacturer narrative:
(B)(4)

Event description:
The reporter stated the surgeon implanted an 12.5mm icm125v4 implantable collamer lens on (B)(6) 2010 in patient's right eye. The lens was explanted on (B)(6)2010 due to excessive vaulting. Subsequently, the patient had narrowing of the angle. The lens was exchanged for a shorter lens.